Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. A proximal portion was received measuring 8.5 cm. A medial portion was received measuring 8.5 cm. Analysis revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient developed bacteremia. Cultures were taken from the device pocket and blood. The implantable pulse generator (ipg) and leads were explanted. Laser lead extraction attempted, two leads entirely removed and three leads partially removed. The patient had open chest surgery to remove remaining portions of leads, a temporary pacing system was implanted, and a few days later replaced with a new pacing system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4004m58, implantable pacing lead, (B)(6) 1990; 4504m53, implantable pacing lead, (B)(6) 1990; adsr01, implantable pulse generator, (B)(6) 2013; 407658, implantable pacing lead, (B)(6) 2005; 4024-52, implantable pacing lead, (B)(6) 1994. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.